Event description:
It was reported that a patient underwent a total knee arthroplasty approximately 25 years ago. Subsequently, the patient was revised on (B)(6) 2013 due to soft tissue instability. The femoral component, tibial tray, and bearing were removed and replaced with an orthopedic salvage system. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.